Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to call back if the malfunction reoccurred and acknowledged the instructions.